Event description:
Account alleged that the foot hi/low is drift down.

Manufacturer narrative:
Account replaced the foot hi/low valve to resolve the issues. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.